Manufacturer narrative:
Evaluation conclusion code applies to the desktop charger (dtc). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated there was no indication of a por. It was decided that the patient must have turned stimulation off with the implantable neurostimulator (ins) recharger. It was possible that the patient pressed 2 buttons when turning on the patient programmer to get the message. The message was resolved.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger. Analysis of the desktop charger (dtc) [s/n (B)(4)] found bent connector pins on the cable assembly.

Event description:
The consumer via the manufacturer representative reported that stimulation turned off and a warning (triangle) exclamation was seen on the patient programmer on (B)(6) 2016; it was reviewed that a possible power on reset (por) may have occurred. The manufacturer representative was scheduled to meet with the patient on (B)(6) 2016 and would have more information at that time. Additional information received from the consumer via the manufacturer representative on 26-may-2016 reported that the patient charged on a daily basis and did not use her patient programmer. The consumer via the manufacturer representative also reported that the patient noticed her pain returned when she checked her patient programmer; the patient noticed that stimulation was off. It was reviewed that the implantable neurostimulator recharger (insr) also had on/off buttons on the side; the manufacturer representative reported that the patient was unsure if any of those buttons were pressed. The on/off buttons on the insr were reviewed, and it was suggested that the patient maintain a diary if the issue occurred again. The consumer also reported that there was a bent connector pin on the desktop charger (dtc) since (B)(6) 2016. There was no alleged out of box failure. It was noted that the manufacturer representative was not sure if it was the connector pin that was loose. A replacement dtc was requested. It was also noted that a replacement recharge belt was sent. The patient&#62688;indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.